Manufacturer narrative:
The svc rep exchanged surge supressor board. System operating as intended. Emailed service.

Event description:
The customer reported the system was not turning on. No pt injury was reported.